Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display and a constant beeping. The patient's blood glucose at the time of incident is unknown. The device was not bumped, dropped, or exposed to moisture. The battery cap, battery compartment, and spring appeared undamaged. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the selftest, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored for 24 hrs and no blank display or unexpected audio beep anomalies were noted. The power connector plugged in and locked in place properly. The pump was received with a fading serial number label. The pump was received with minor scratches on the display window and case.